Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of intraocular lens (iol), while injecting the lens stuck in the incision site. The haptics broke when removing the lens. The surgery was completed with the same power and model back up lens. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in a specimen container in an unknown, clear liquid. The iol is air dried. Solution is observed on the iol. One haptic is broken/torn and is returned. The optic is torn/cracked/ nicked/ chipped/ scratched/marked. The product investigation could not identify the root cause for the reported complaint. The device was not returned. Only the iol returned. A definitive determination of the possible root causes cannot be made without the evaluation of the involved device. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).